Event description:
A silicone lens model aq2017v had a torn haptic prior to implantation. The lens was not implanted and there was no pt injury. The facility stated it is unk if a prod malfunction occurred. An aq cartridge was used and the lot # is unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn. The cartridge was not returned. Investigation is ongoing.